Manufacturer narrative:
Additional information: initial reporter name correction: facility name. PMA number. Please note that this device (nc solarice rx) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (nc euphora). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc solarice coronary balloon catheter, deflation difficulties were encountered. It was not possible to remove contrast from the balloon which resulted in the balloon being removed with force. Excessive force was used during delivery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Please note that this device (solarice rx) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (euphora). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was received for evaluation with the balloon in a post-inflated state. Crystallized contrast was present inside the ballo on, it was not possible to deflate or inflate the balloon due to the contrast. The device was placed in a heated water bath in an attempt to disperse the contrast, however the contrast could not be dispersed. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.